Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported the bedside spo2 monitor continued to provide spo2 readings after the patient died due to cardiopulmonary arrest. Facility covidien is requesting additional information regarding the circumstances of this event, including the return of the device for analysis.